Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150-160 mg/dl.